Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose over 400 mg/dl. Customer had removed the infusion set and the cannula was kinked. The customer had not been receiving any insulin for a period of time. Customer has been manually inserting the infusion sets as he did not receive the serter. Customer went to the emergency room for a possible diabetic ketoacidosis, as ketones were 2+ glucose and nausea, gastroparesis flared up too. Troubleshooting was not performed. The insulin pump is not returning for analysis.